Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer has been using cold insulin with pump and reused the cartridge. Additionally, the customer did not perform the proper air removal techniques and overfilled the cartridge. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 320-480 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.